Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported that the patient has a magnetic resonance imaging of their knee (MRI) unrelated to their device/therapy on friday and they wanted a company representative (rep) to be present to read pump. The healthcare provider (hcp) that was refilling their pump had left and they were not replaced by a new hcp so now "the morphine ran out, the alarm is going off, and I'm going through morphine withdrawal". The alarm started last week, but last night "it just started making noises even louder", and the withdrawal began a few days ago. They hoped the rep could silence alarm until they could find a new hcp. They were provided hcp listings but none of them accepted their insurance. Patient services reviewed that reps couldn't address the pump but offered to reach out to apprise reps of MRI request/advice for hcp's that were not on physician finder list.